Event description:
Binaxnow covid-19 ag card use for covid-19 under emergency use authorization (eua): patient received a binaxnow covid-19 ag test that was inadvertently run with fluorometholone 0.1% ophthalmic solution rather than test reagent solution (a different patient's medication was not returned to nursing home med cart- likely mistaken for binaxnow reagent bottle when left in testing kit, the bottles look very similar). The invalid but documented result of the antigen test was positive. The error was not identified until the ophthalmic solution was discovered in the test kit and 2 binaxnow tests using the ophthalmic solution in place of reagent were intentionally completed and showed positive results compared to correctly run negative control tests x2. A pcr follow-up test of the patient confirmed that the patient was covid-19 negative via pcr. The patient remained asymptomatic for covid-19 throughout. Negative outcomes for the patient included 6 days of unnecessary transmission-based precautions/isolation and sample collection for the pcr test. Follow-up test when possible antigen invalid results were identified.